Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer¿s investigation conclusion: the report of extrinsic outflow graft obstruction (eogo) was unable to be confirmed through this evaluation as the patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no images were available for evaluation. A specific cause for the reported events could not be conclusively determined through this evaluation. Requests for additional information regarding this event were submitted to the account; however, no further information been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. D, is currently available. Section 1 ¿introduction¿ of this document lists right heart failure and hypertension as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. Section 6 states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg (millimeters of mercury) should be considered adequate. Section 1 of the IFU provides an explanation of all pump parameters, including pump flow and power. This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. Section 5 "surgical procedures" of the IFU contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the surgery entailed a 5 cm minithoracotomy in the left fifth intercostal space, in an area determined by imaging to be anterior to the outflow graft. The pericardium was divided to expose the bend relief. Then the bend relief was incised longitudinally to release the fibrinous debris within it. The outflow graft suctioned thoroughly afterwards to remove all the debris. A drain was placed in the pleural cavity and the wound closed with absorbable sutures. Then the intercostal spaces and the surgical incision was infiltrated with long-acting local anesthetic. The patient was discharged home after two days.

Event description:
It was reported that the patient had an extrinsic outflow graft obstruction (eogo). The patient had progressive dyspnea on exertion, fatigue, lightheadedness. And some orthopnea. Computed tomography angiography (cta) was taken on (B)(6) 2025 with contrast. There was a significant hypoattenuating material in the proximal first 6.7 cm portion of the outflow cannula causing severe stenosis, with the cannula inner area 0.28 cm2. This was noted to be a significant change from prior cta taken in (B)(6) 2020. Severe biventricular dilatation and resting systolic dysfunction (lvef 30%) which may be overestimated was observed. Evaluation of the left ventricular apex was limited due to the left ventricular assist device. A residual thrombus was not excluded for this patient, and it was noted that the patient had a known prior left ventricular thrombus (MFR #: 2916596-2025-03952). The patient was status post mitral and tricuspid valve repairs. Main pulmonary artery measured at 3.2 cm, which may be seen with pulmonary hypertension. Right heart catheterization performed revealed high pulmonary capillary wedge, high pulmonary artery pressures, high right ventricle pressure, and high right atrium pressure. The patient would undergo surgical relief for the eogo.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.